Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 466 mg/dl. The customer treated their blood glucose level with a bolus using the insulin pump. The customer was able to rewind the insulin pump. The insulin pump's keys were very hard to press. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected motor error alarm was noted during testing. Drive support disk was inspected and no anomaly was noted. The device was received with intermittent esc button and act button response due to flattened esc button and act button dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. The insulin pump was received with cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.